Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an occlusion-related alarm indicated a tubing or site issue with the infusion set, after which the user replaced all infusion supplies and resumed insulin delivery; the user experienced hyperglycemia during the event and administered a corrective manual insulin injection. Symptoms included elevated blood glucose up to 347 mg/dl without acute complications. Outcomes included transient hyperglycemia for a few hours without medical intervention or hospitalization. Investigation included review of device history as available and user interview with troubleshooting and education regarding occlusion and pressure buildup. Investigation of this case revealed that replacing the infusion set and tubing resolved the alarm and restored therapy, consistent with a kinked infusion line. It was concluded that the event was due to an infusion set/tubing occlusion that was resolved by supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.